Event description:
Consultant reported: during a surgery, the insertion handle did not function optimally, due to it being burred. There was no report of injury to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. A review of the DHR indicates there was one mrr 57025 for: g4 oversize on 4 parts, g5 oversize on 1 part, and d1 oversize on 1 part. All of these parts - 4 pieces total - were re-inspected after the chipped cmm probe was replaced and all parts passed. The lot was accepted. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6).